Event description:
The customer reported via phone call indicated customer visited emergency room and admitted to hospital due to high blood glucose on (B)(6) 2022. Blood glucose reading was 536 mg/dl. Customer treated high blood glucose with intravenous insulin drip. Customer stated they lost battery cap. Customer reported symptoms such as tired, weak, unwell. Customer was using insulin pump within 48 hours of reported event. Customer reported auto mode feature was active during reported event. No further patient complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.